Manufacturer narrative:
Customer unable to identify unit with reported issue.

Event description:
It was reported that a patient fell out of bed, resulting in a head laceration that was treated with a bandage and did not require medication or further treatment. The facility does not know whether the bed exit malfunctioned or not. The bed was not available for evaluation as the serial number was not recorded at the time of the event. The facility also reported that 24 hours after being discharged the patient had a stroke. It is unknown if the stroke was related to the patient fall.